Event description:
Per the clinic, the patient experienced skin infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.